Event description:
The hcp reported that the pt was experiencing severe pain requiring hospitalization and the device was explanted due to the pump "underinfusing". The implant duration was 73 months. Compounded morphine and baclofen were infusing via the pump. The pump was replaced with a similar device. Final pt outcome was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.